Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer's blood glucose. Upon follow up, contact reported to have kept pump, no additional information was provided.